Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the currents, unexpected restart or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm test or verify the motor position encoder error alarm due to the motor error alarms. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.